Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late.

Event description:
Patient reported left side "was encapsulated." Healthcare professional additionally reported left side "macromastia, bilateral breast double capsules with left breast seroma 75 cc. Inflammatory nodules to bilateral capsules noted". Device was explanted.